Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that he underwent an incisional hernia repair procedure on (B)(6) 2010 and mesh was used. The patient experienced post operative pain (B)(6) after the procedure. The patient saw his surgeon for the continuous pain and was told that the pain would eventually go away. The patient went to see a second surgeon (B)(6) ago and was told he had a recurrent hernia. The patient stated an xray was done by the second surgeon who told him that the mesh had come apart and he needed abdominal support. The patient is scheduled for surgery for (B)(6) 2011.